Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization treatment of a splenic artery aneurysm, an embolization coil implant detached prematurely within the microcatheter. A saline flush was used to push the coil into the aneurysm. There was no reported patient injury or intervention.